Event description:
Additional information was provided from a healthcare provider via a company representative stated that the catheter pieces were discarded.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-jul-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 0.25mg/ml at 12mcg/day and bupivacaine 4mg/ml via an implantable pump. Inability to aspirate csf (cerebral spinal fluid) from the catheter and catheter tip migration was reported. During the pump replacement surgery, the physician was unable to aspirate from the sideport. The physician cut the catheter above the connector piece and attempted another unsuccessful aspiration of the catheter. They noted that the catheter tip on fluoro image was at t4/catheter tip migration.. The physician had commented before the case that seemed too low for the patient¿s pain pattern. The patient denied any withdrawal symptoms, volume discrepancies, etc. Prior to the surgery. The patient stated that the pump as really helped with his pain. The physician placed a new catheter at desired location and aspiration of this catheter was successful done before incision closure. The physician placed a suture around the proximal end of existing catheter in the pump pocket and tied it off. Unknown external factors that may have caused or contributed to the issue. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.